Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The pusher was the only component received for evaluation. The investigation of the returned pusher found the distal end severely stretched and broken with the distal heater coil missing. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization procedure of an aneurysm, the pusher unintentionally detached in the microcatheter aft deployment. The "enitire" coil was removed coil from the patient. Another coil was used to successfully complete the case. The patient is fine.